Manufacturer narrative:
(B)(4).

Event description:
The patient experienced an "electrical pulse" in her head when stimulation was turned on. The pulse would last for a second and would occur every 8-12 minutes. The patient also experienced blurred vision and a shocking or jolting sensation in her paresthesia area. A manufacturer's representative measured normal impedances and attempted to reprogram the implantable neurostimulator. Additional information has been requested, a follow-up report will be sent if additional information becomes available.